Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6).

Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has received a defective trach. The device was cracked, causing it to leak. It is a leakage in the new trach. When the customer adds "five ml inside the water cuff it will not blow up at all". Adverse effects are unknown.